Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated and low blood glucose levels. Specific bg values were not provided and causes were unknown. Customer declined troubleshooting with tandem technical support and declined to provide further information.